Event description:
Additional information was received that shock impedances have continued to increase to an out of range value. Boston scientific technical services (ts) provided troubleshooting recommendations. The physician has elected to continue monitoring the system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular shock impedance on this implantable cardioverter defibrillator (ICD) was increasing but not out of range. Boston scientific technical services reviewed device data and confirmed that the increase appeared to be a gradual trend potentially caused by a change in the patient's tissue condition. Further review showed the shock impedance was out of range in some shocking configurations and troubleshooting options were discussed. Additionally, it was noted that this patient had high dfts at implant which resulted in the implant of an sq array. The patient was scheduled for a three month follow up to monitor the system. This ICD remains in service. No adverse patient effects were reported.